Event description:
It was reported a critical alarm was heard and confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The pump was delivering lioresal. Specific patient symptoms, interventions/treatment, diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the patient did not experience symptoms. The patient was instructed to take oral baclofen if symptomatic prior to refill. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. (B)(4).